Manufacturer narrative:
Additional information was received that the valve was fractured during the loading process. No adverse patient effects were reported. The product was received and the analysis and investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the valve was received for analysis in its original packaging and original container jar, fully submerged in clear solution. Visual inspection of the outflow crown portion of the valve frame appeared distorted and oval-shaped. All valve leaflets were slightly wavy, in the closed position, with a gap between the free margins of leaflet one (l1) and leaflet two (l2). All leaflets were flexible and intact. All commissures were intact. Several bends were noted on the valve frame affecting multiple frame cells. Two cells appeared to be intertwined. A fracture was observed between c114 and c124 consistent with the reported event information. The ¿c¿ paddle appeared bent sideways. The damage is indicative of frame misalignment during the valve loading process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis was performed on the returned valve. Upon receipt, the leaflets were observed to be flexible, intact, with a gap beteween the free margins of leafelt 1 and leaflet 2. There was obvious damage to the frame. A frame fracture on the c114 and c124 nodes. There are several bends affecting multiple cells, with two of the cells bent together. There was no information to indicate that the valve was damaged when it was taken out of the jar (prior to loading). The damages were consistent with historical findings attributed to damage to the valve if the frame likely sustained damage due to difficulties during loading onto the delivery catheter system (dcs). Loading of the valve is a process that is highly dependent on the operator technique; in this case, the inspection process per the I nstructions for use (IFU) was performed and properly identified the bent crowns on the valve, prior to introduction to the patient. It should also be noted that per the medtronic best practices training, the temperature of the loading bath should be between 0-8 d egrees celcius. Bath temperatures not sufficiently chilled can lead to excess loading forces. In addition, proper lighting should always be used to visually confirm paddles are properly seated and all outflow crowns are captured within the capsule. While nitinol is a material which features ¿shape memory¿ and ¿super-elastic¿ material properties, extreme levels of strain/deformation beyond the elastic properties of the materials result in permanent/plastic deformation which is not reversed by warming the material. This effect is amplified if the loading process / deformation is not performed while the material is at sufficiently low temperatures, i.e. Ice bath conditions. Permanent deformation of the tav¿s nitinol frame can result from subjecting the device to extreme deformation conditions, such as those occurring during severe misloads of the valve into the compression loading system (cls) or the dcs. This event took place prior to introduction of the patient, and no adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the capsule was visualized to not be moving forward just before reaching the commissure of the valve. The valve frame was removed from the delivery catheter system (dcs) and placed into warm saline where it re-expanded uneventfully. Upon inspection of the valve fame, a broke frame strut was observed. A second valve was loaded uneventfully and successfully implanted with no issues. No adverse patient effects were reported.